Event description:
Hill-rom received a report from a hill-rom technician stating the scale was reading inaccurate weights. The bed was located at the hill-rom service center. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the left foot load beam was cracked. The technician replaced the load beam to resolve the issue. Based on this information, no further action is required.